Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2242760, 1966471, and 2176341. A search of the complaint database search finds one additional reported incident against lot code 2150290 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Event description:
Litigation papers allege shortly after her surgery, patient began experiencing pain and tenderness in her left hip, groin, and lower back. It is also alleged this tenderness has never gone away. Update - (B)(4) 2012 - medical records were received. There is no new additional information that would affect the investigation. Records are available on the l:\ drive if needed for further review. Update: (B)(4) 2012 was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate the patient was revised (B)(6) 2012 for a fractured stem and sleeve. Records are available for further review.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, loosening of the stem, metal wear and metallosis.